Event description:
The air mattresses are moved from bed to bed. Stryker air mattress faulted. It plugs into the bed but the plug itself faulted. The receptacle or outlet that receives the plug was in excellent condition and still works. Stryker also tested and evaluated both the stryker bed and the stryker mattress and concurs with the findings...it was the mattress plug. Rn noted bed mattress was not inflated. Rn confirmed bed & mattress were both plugged into bed. Rn pressed reset button on bed which in turn sparked and flames initiated under bed. Rn felt a shock. Pt was immediately removed from room and placed in another patient room. All appropriate fire procedures were followed by staff. The flames were extinguished with the fire extinguisher. There was no injury to the pt. Family or staff. No other pt's had to be moved. Families were escorted outside unit to lounge and assured all clear and no injury. Executive leadership, city fire company staff, hospital police leadership and staff, infection prevention, facilities leadership and staff and maintenance all on site. The rn was taken to ed to be seen, no injuries noted. The bed was sequestered for evaluation.